Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report: an unspecified sensor issue was reported with the adc device. Customer had replaced the sensor due to the product issue. There was no report of an adverse event or third-party intervention related to this issue. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; and was successful. Customer mentioned that they already reported this sensor concern and had received sensor replacement for the same issue. Based on the information provided, there was no report of serious injury associated with this event.